Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in a motor error alarm loop during bolus delivery. However, the motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error during the rewind procedure. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer's pump alarmed during the rewind again. The insulin pump was returned for analysis and a replacement device was shipped to the customer.